Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user¿s continuous glucose monitor indicated high glucose readings, and no troubleshooting was completed because a caregiver was not with the user or device supplies at the time of the call. Symptoms included hyperglycemia. Outcomes included no reported injury, no medical intervention, and no hospitalization. Investigation included attempts to obtain additional details from the customer. Investigation of this case revealed that the cause could not be determined due to insufficient information and lack of device evaluation. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.